Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "frozen screen" (no display or display failure). The customer reported a frozen screen during surgery. The system was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could duplicate the problem reported. When the system was turned on a frozen screen displayed. Subsequent turning on of the system did not display the frozen screen. No system messages were found in the event log. The boards and power cables in the host module were all re-seated. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B)(4).